Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) was in backup mode due to event queue overflow related reset. The ICD was able to reset to normal setting by programming intervention. The patient was stable.